Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01440 & 1825034-2015-02033).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, lack of mobility and dysfunction. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report from (B)(6) 2012 noted a fluid filled mass near the trochanteric bursa and cloudy fluid with amorphous debris. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, lack of mobility and dysfunction. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.